Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient that was getting ready to leave a movie theater. The customer also reported that the freedom driver was connected to the freedom power adaptor and external wall power. The power adaptor displayed a green light. The customer also reported that the patient noticed that one of the onboard batteries displayed 2 bars and the other onboard battery displayed 3 bars on the battery fuel gauge of the unplugged driver. The customer also reported that the fault alarm occurred when the patient changed out the onboard battery that displayed 2 bars on the battery fuel gauge. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient who was getting ready to leave a movie theater. The customer also reported that the freedom driver was connected to the freedom power adaptor and external wall power. The power adaptor displayed a green light. The customer also reported that the patient noticed that one of the onboard batteries displayed 2 bars and the other onboard battery displayed 3 bars on their battery fuel gauges when the driver was unplugged. The customer also reported that the fault alarm occurred when the patient changed out the onboard battery that displayed 2 bars on the battery fuel gauge. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. The onboard batteries and ac power supply used by the patient at the time of the reported fault alarm were not returned to syncardia and could not be evaluated as part of this investigation. Visual inspection of the exterior components of the driver revealed no abnormalities. Review of the alarm history (eeprom) revealed an alarm code, which confirmed the reported fault alarm. The fault alarm code can be produced: during power cycling of the freedom driver, which can take place at either the clinical site or prior to the eepom reading during the investigation; during onboard battery exchange while operating the freedom driver only on battery power; and if an onboard battery is not fully latched in place, intermittent communication errors can result in a fault alarm. The freedom driver was tested and passed all test acceptance criteria, which included pressure test requirements associated with normotensive and hypertensive patient simulator settings, with no anomalies or unintended alarms. In addition, an onboard battery exchange and recharge test was conducted, and the driver passed the testing with no issues or unintended alarms. The reported fault alarm was not reproduced during investigation testing, and the root cause could not be determined. The driver performed as intended, and there was no evidence of a device malfunction. The freedom driver will be serviced before being returned to clinical use. The reported issue posed a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.